Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were not feeling any different than before the implant but are worried that one of their "probes" have come loose. Follow-up was conducted to obtain further information on the patient's right atrial (ra) and right ventricular (rv) leads to determine if there were any product issues, but the attempts were unsuccessful. Records indicate both leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
Follow-up was received from the clinic indicating that there were no lead issues and a device check had demonstrated normal function.